Manufacturer narrative:
This report is submitted on november 10, 2022.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020. This report is submitted on 16 july 2020.

Manufacturer narrative:
This report is submitted on 24 june 2020.

Event description:
Per the clinic, the patient experienced intermittencies and a subsequent loss of connection to the internal device. The implanted device remains. Explant and re-implantation is planned but has not taken place as of the date of this report.